Event description:
Additional information received reported that the lead replacement was elective. It was stated that the patient saw how the previous lead, which had all contacts activated at maximum power levels and running "24/7," would cause the "more frequent rechargings he was experiencing." The patient reportedly wanted "broader coverage" with the new lead model than they were getting from the original lead model. It was stated that the doctor "will carefully try" to reduce the number of activated electrodes "over time." It was noted that the patient was "doing well."

Event description:
It was reported that the patient's lead component of the implantable neurostimulator (ins) was replaced to a different model 22 days after initial implantation. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported the lead replacement was due to the patient's physician wanting to "widen the stimulation field over the motor cortex." There were no product concerns with the explanted lead. The implanted lead continued to be active and the patient continued to do well.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type extension. (B)(4).